Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to the following: during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was unable to seal and the system did not generate any error code(s) prior to the attempt to seal or during the attempt to seal. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy procedure, the vessel sealer extend instrument did not seal the patient's tissue and the tissue could not be severed. No fragments fell inside the patient. The procedure was completed with no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the reporter and obtained additional information regarding the reported issue: the vessel sealer instrument worked properly at the beginning of the surgery and the audible tones were heard. Once the issue occurred, the instrument was replaced and the procedure was completed. There was no video for review. The target tissue did not contain a large blood vessel. No further information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the reported issue. The instrument was installed and tested on an in-house system. The instrument passed the self-test. Additional tests were performed and passed. The instrument was found to have a dislodged blade error based on system logs. Additionally, the system logs showed 1 blade exposed failure and the instrument failed during homing.